Event description:
Customer reported that while performing validation, four known cmv negative donor samples were resulting as positives on the instrument. .

Manufacturer narrative:
The instrument images were reviewed. No visual determination could be made as to why the samples displayed positive reactions. We could not rule out the possibility of sample or reagent contamination as a cause of the unexpected false positive reactions. The customer did not return samples for investigation testing.